Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the foreign material inside the auxiliary water channel was confirmed however the type of material was unable to be identified. It was noted, there was a possibility that the foreign material could not be removed since it could not be properly reprocessed due to leakage from the scope cover. The root cause could not be specified. The event can be prevented by following the instructions for use which state: IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.